Event description:
Per MRI manager: MRI ventilators have increased in noise picked up by the scanner and cannot be used in the ge systems. Manufacturer - carefusion. Model - ltv 1200. Ge scanner using the multi-coil qa tool with the 8 channel brain coil. Philips scanner using the piqt with a philips head coil.